Manufacturer narrative:
Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Evaluation summary: as received, the free margin of leaflet 2 was curled over its cusp area at the outflow aspect. Also at leaflet 2, an outer layer of tissue, at the mid cusp area, was cut and peeled off. The described section did not penetrate the entire thickness of the tissue. The missing piece was not returned. The disruption may have been due to mechanical distortions at explant. Moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice by approximately 8mm. It fused leaflets 2 and 3 at the inflow aspect by 6mm and fused leaflets 1 and 2 by 8mm. Minimal host tissue overgrowth encroached onto the tissue outflow and into the orifice by 2-3mm. Host tissue overgrowth restricted mobility in the leaflets and led to stenosis. Host tissue was moderate at the stent inflow and minimal at the stent outflow. No inconsistencies detected in the x-ray as the wireform was intact. X-ray. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Manufacturer narrative:
Device not returned.additional manufacturer narrative:the device history record (DHR) review is currently in progress.device is being returned for evaluation.

Event description:
Reportedly, a 29mm 6900 valve was explanted after an implant duration of approximately 3 years 10 months (46.2 months) due to severe valvular regurgitation with hepatomegaly and ascitis. Surgeon's letter indicated: a follow up case of tetralogy has undergone redo CABG, vsd closure and tricuspid valve replacement for severe tricuspid regurgitation on (B)(6) 2008. Postoperative echo showed competent valve with mild valvular leak. In the early follow up, patient improved significantly and until 2009, there was no problem with the valve function. However, since 2010 onwards, the valvular leak is increasing and now has severe valvular regurgitation with hepatomegaly and ascitis. He has undergone re-replacement of tricuspid valve with another 29mm perimount valve.